Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a message in the remote home monitoring system. Review of the lead trend data noted that measurements had gradually increased. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a message in the remote home monitoring system. Review of the lead trend data noted that measurements had gradually increased. No further assistance was requested. No adverse patient effects were reported. This device remains in service. Additional information was received that surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.